Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/14/2014 with the following findings: a battery compartment crack was observed during investigation. There was evidence of moisture within the battery compartment. A leak test discovered a battery compartment leak. A battery cap was not returned with the pump; a test battery cap was used for investigation. There was no evidence of moisture on the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a cracked battery compartment. It was reported that the pump was worn while swimming. The reporter noted that the battery had evidence of corrosion. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.